Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer entered 35 grams for a food bolus and the pump calculated 0 u of insulin to be delivered. Customer's blood glucose was 160-161 mg/dl. Reportedly, the customer declined to further troubleshoot and continued to use the pump as it was functioning as intended.